Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot# 082213815a, product type: accessory. Product ID: 92425,6 lot# 082213815a, product type: accessory. (B)(4).

Event description:
A manufacturing representative reported that during surgery, the health care provider (hcp) found the "basic ring of stimloc" was missing from the device package. A new device was used to complete the procedure. There were no abnormalities on the packaging noted at inspection. The patient was doing well after the procedure.